Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized for high blood glucose. The reported blood glucose reading was 358 mg/dl. The customer reported that she had been experiencing high blood glucose for four days prior to being hospitalized and that she had not attempted to change the infusion set. Troubleshooting was not performed due to a prime anomaly.